Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The visual inspection revealed the led light pipe was broken. The device was unable to power on via battery, but could turn on via ac power. With ac power available the led was able to illuminate. The device would not remain on when switching from ac to battery power. The power and sensitivity buttons were functional, however all other buttons were unresponsive. Internal inspection isolated the failure to damaged flex traces on the keypad. Further review indicated the reason the device was unable to power on using dc power was due to a blown system board battery fuse (f3). A service history record reveals this unit has been in the field for over four (4) years with no previous reported issues related to this event.

Event description:
The customer reported: "alarms will not set." No patient impact or consequences were reported.